Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the abdomen on (B)(6) 2020 & (B)(6) 2020 using the coolcore applicator and presented with paradoxical hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01505-00.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the abdomen on (B)(6) 2020 using the coolcore and presented with pah. This case will be closed due to duplicate case to (B)(4).

Manufacturer narrative:
Corrected data: b5, d1, d4.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.